Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/10/2025 the user reported the ilet wake button was unresponsive. Later that day, the device would only power on while charging but continued insulin delivery. After restart via the app, function normalized. On 09/11/2025 the issue recurred, and a replacement was shipped. Blood glucose was unaffected and no medical treatment was required.